Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During a ventricular extrasystole procedure, after performing some ablations, an increase in heart rate was noted. A fluoroscopy was done which revealed a pericardial effusion, a perforation was located in the right ventricle outlet. A pericardiocentesis was performed, the patient stabilized, and the procedure was completed. The patient remained hemodynamically stable, progressing well, was extubated, and left the room awake. No complications in the post-operative period. There were no performance issues with any abbott device.